Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found instances of "cassette not attached properly" error message. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. It was found that the dso (downstream occlusion) sensor was non-reactive due to contamination under the dso sensor and air detector. Additionally, the uso (upstream occlusion) sensor seal was found to be separating. The dso sensor, bezel and seal were replaced as well as the uso seal. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device had a faulty latch sensor. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.